Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Service will replace the circuit board and the scratched screen to correct the reported issue. The clock battery is also included with the replacement of the circuit board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1260 and clock battery due notification. No adverse effects were reported.